Manufacturer narrative:
This report is submitted on april,20,2023

Event description:
Per the clinic, the patient developed cellulitis at the abutment site (specific date and duration not reported) and subsequently was treated with topical steroid and topical antibiotic (specific date and duration not reported) however, the issue did not resolve. The patient underwent a skin debridement surgery (specific date not reported). The implanted device remains.